Event description:
It was reported to boston scientific corporation that a spaceoar device was intended to be implanted during a spaceoar placement procedure performed under local anesthesia on (B)(6) 2022. Additionally, fiducial markers were placed transperineally during the same procedure. During the procedure, after the device was first opened and outside of the patient, solid foreign matter was noticed in the accelerator syringe. The procedure was completed with another of the same device, and the patient received external beam radiation therapy. There were no patient complications noted as a result of this event. Additional information received on december 13, 2022: it was reported that the spaceoar device was stored under suitable conditions, below 25 degrees celsius.

Manufacturer narrative:
Block b5 has been updated based on information received december 13, 2022. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a180104 is being used to capture the reportable event of foreign material present in device. Investigation summary: only the accelerator syringe was returned, unused. Media inspection of pictures sent by the customer site were reviewed and solid material was observed in the accelerator syringe in the pictures. Upon return, the syringe was observed to have 5ml of liquid. A visual inspection was unable to identify any damage or defect with the unit; and did not identify foreign material or solid matter in the accelerator syringe. Product analysis was unable to identify any damage or defect with the unit; it appeared unused (assembled) and did not identify foreign material or solid matter in the accelerator syringe. It is possible that the cold storage conditions of the kit could have led to freezing of the liquid in the syringe and the solid matter seen in the customer image was ice. Although, additional information confirmed spaceoar was stored under suitable conditions, below 25 degrees celsius. This could not be verified from the returned product and available information. Device history records review: a device history record (DHR) review confirms the device met all manufacturing specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: product analysis was performed the reported complaint could not be confirmed. Labeling review: a labeling review was performed and based on the information provided there was no indication that the device was not used in accordance with the dfu. Investigation conclusion: based on all gathered information, the complaint investigation conclusion code selected for the device issue is cause not established, which indicates that the probable cause for the reported event cannot be determined.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a spaceoar device was intended to be implanted during a spaceoar placement procedure performed under local anesthesia on (B)(6) 2022. Additionally, fiducial markers were placed transperineally during the same procedure. During the procedure, after the device was first opened and outside of the patient, solid foreign matter was noticed in the accelerator syringe. The procedure was completed with another of the same device, and the patient received external beam radiation therapy. There were no patient complications noted as a result of this event.